Event description:
The customer received a blood glucose reading of 488mg/dl on the contour. She was retested on a nurse's meter and the reading was 180mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the strips for investigation. New meter and strips were sent to her.